Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the last three reservoirs had air bubbles. The blood glucose level was 181 mg/dl. During troubleshooting, the customer stated that the insulin pump was not rewound with the reservoir in place and insulin was stored at room temperature. It was advised to prime the air bubbles out and change the infusion set. Air bubbles did not persist after set change. The product will not be returned for analysis.